Event description:
The cryo probe passed all preconditioning checks but would not freeze when in contact with the patient's eye. The failure mode was found to be the same as that previously reported under MDR 1218813-2000-00001.